Manufacturer narrative:
Physio-control contacted the customer multiple to confirm the status of their device. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when powered on, their device's display flashes and then goes completely black. The display remains black until they power the device off. This can be indicative of a device lock-up condition and as a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when powered on, their device's display flashes and then goes completely black. The display remains black until they power the device off. This can be indicative of a device lock-up condition and as a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.